Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump dies after two days of inserting new batteries. The customer does not receive a low battery warning form the insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had a high idle current due to an open trace on the liquid crystal display driver. No unexpected off no power, failed battery test or battery out limit alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.